Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported sys error 105 was reproduced and confirmed through eval. This condition was caused by a failed motor flex. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had sys error 105. It was also reported, there was no pt involvement.